Event description:
In 2007, a patient swallowed a vector tas spring and an 8mm screw. The screw became loose two days after the procedure.

Manufacturer narrative:
According to the doctor, the vector tas spring that was swallowed was passed naturally. It is unconfirmed, however, whether the vector tas 8mm screw passed naturally. The doctor states that this is, "most likely not a problem." An evaluation of the details of the incident appears to indicate that since the screw fell out after 2 days the doctor either did not get the screw sufficiently into the cortical bone or did not place the screw in an area with enough bone. Initial stability is adequately identified in the product labeling/instructions for use, which states "ensure secure engagement. Grip screw with cotton pliers and move back and forth. If mobility is detected remove screw and replace nearby."